Manufacturer narrative:
The device was returned to the MFR for eval. The device was found to be out of calibration on the zero graft setting. However, this would not impact grafting ability. All other graft settings were in calibration. Minor damage to the head and width plates was observed during the repair process and confirmed during the investigation. Parts replaced included; the head and width plates were replaced and the unit was calibrated. Preventive maintenance measures included replacing the bearings, "o" ring, seal, and retaining ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 2005. A review of service records show that the device has never received calibration and preventative maintenance service at zimmer since purchased. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."

Event description:
Based on add'l info received on 12/04/2009, it was reported that the zimmer air dermatome was producing an uneven graft and an add'l skin graft was harvested to finish procedure.